Manufacturer narrative:
Additional: it has since been reported that the explant date was (B)(6) 2018. This report is submitted on april 8, 2019.

Manufacturer narrative:
This report is submitted on december 17, 2018.

Event description:
It was reported that the patient experienced a subsequent loss of connection to the internal device, however, the issue could not be resolved. The device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery.